Manufacturer narrative:
H.6. Investigation summary: a complaint of a set having quality issues was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5312-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd maxplus¿ pressure rated extension sets with needleless connector were damaged/defective. The following information was provided by the initial reporter: customer have a bunch of stock in dc 85 of this item that the customer is having quality issues of some sort".

Event description:
It was reported that an unspecified number of bd maxplus¿ pressure rated extension sets with needleless connector were damaged/defective. The following information was provided by the initial reporter: customer have a bunch of stock in dc 85 of this item that the customer is having quality issues of some sort".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.